Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported that in 2007, she was admitted to the hospital for hyperglycemia. She stated, " I was in ICU for three days because my tubing had broken off of my pump." She stated that the infusion tubing was partially torn near the luer connection and leaking insulin. She stated that her blood glucose elevated to 1000 mg/dl. She was placed on an insulin drip at the hospital. She stated that her blood glucose is typically no higher than 150 mg/dl. The pt did not retain the alleged infusion tubing. No product will be returned for evaluation.